Manufacturer narrative:
The customer has not provided stryker with any additional patient information. Patient fields in which information was not provided were intentionally left blank. A third party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to the use of the device with power inverters. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off multiple times during a patient event. There were no reports of any adverse effects to the patient as a result of the reported issue.